Manufacturer narrative:
There is no indication that the access® accutni device was returned for evaluation. The field service engineer (fse) discovered wash buffer crystals buildup on the precision pump and wash pump. The fse cleaned the valves and dispense lines. The fse replaced the gaskets, dispense probes, aspirate probes, substrate probes, incubator belt, and holders. The fse verified the ultrasonics and adjusted the mixer speed. The fse performed alignments and completed a successful high sensitivity (hs) system check. Service activity performed was verified to meet the specified requirements per established procedures. Results met published performance specifications. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, a definitive cause of the incident could not be determined with the available information.

Event description:
The affiliate stated the customer reported falsely elevated troponin I (access® accutni) results, within the risk stratification, for two patients, involving the access® accutni assay used in conjunction with the unicel® dxc 600i synchron® access® clinical system. The customer stated the erroneous results were released out of the laboratory. The customer does not know if there is impact to patient care associated with this event. There has been no report of patient injury or change in patient treatment associated with this incident. The customer stated corrected reports were generated within one hour of the original result. Subsequent testing of the patients' samples, on the same instrument, recovered primarily lower results, within the normal reference range of the assay. The customer stated the laboratory has implemented a new protocol to reanalyze all patient samples with troponin I results greater than (>) 0.1 ng/ml. The customer noted quality control (qc) failed (out of range high) at the time of the event. The customer discontinued use of the instrument, and a beckman coulter field service engineer (fse) was dispatched to assess the instrument.